Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted as new information is received. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm aortic valve implanted seven (7) years, four (4) months, is being evaluated for valve-in-valve procedure due to aortic stenosis.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event was due to patient factors and progression of underlying valvular disease.

Event description:
Edwards received information a patient with a 27mm 3300tfx aortic valve implanted seven (7) years, four (4) months, is being evaluated for valve-in-valve procedure due to critical aortic stenosis, poor central coaptation, and mild aortic central regurgitation. Patient presented with chronic systolic and diastolic heart failure.

Event description:
Edwards received information a patient with a 27mm 3300tfx aortic valve implanted seven (7) years, seven (7) months, underwent valve-in-valve procedure due to critical aortic stenosis, poor central coaptation, and mild aortic central regurgitation. Patient presented with chronic systolic and diastolic heart failure. A 29mm 9600tfx transcatheter valve was implanted inside the 27mm valve.

Manufacturer narrative:
Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.